Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has been beeping for over one year. The battery is at end-of-life after over nine years of implant time. Technical services discussed the beeping with the nurse. There were no additional adverse patient effects. The system remains implanted.